Event description:
It was reported that peritoneal dialysis (pd) patient developed an infection of their catheter and had to transition to hemodialysis (hd). Upon further follow-up, the pd nurse confirmed to the patient had a pd catheter (not a fresenius product) exit site skin infection. Per the nurse, the patient is expected to resume pd therapy in the future. There were no reported adverse effects from use of any fresenius device, or product. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. C-639383 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).